Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that due to a transcription error the intraocular lens used on the patient was of incorrect power resulting in the patient being overcorreced by 6 diopters. The patient could not focus, read, or perform a job and suffered headaches due to anisometropia. The lens was explanted on february 28 and a replacement iol (jnj, different diopter) was implante. There was no injury, and no other medical or surgical intervention required. The product is not available for return. No other information was provided.

Manufacturer narrative:
Correction : upon further review, the events of explant and unexpected post op refraction were reassessed as not reportable as there is no allegation or deficiency reported against the lens. The account stated there was transcription error and the replacement lens is same model and 10 diopter difference. Hence, the information from the initial MDR pertaining to the earlier mentioned codes and reportability (section b1 and b2) are no longer applicable and case is considered as not reportable. There will no longer be any further reporting under MFR report number 3012236936-2024-00669. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.